Event description:
A surgeon from the (B)(6) contacted a surgeon in the us "regarding a pt of his that needs a revision of her total wrist replacement". Add'l info was requested numerous times by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.